Event description:
Customer reported a low blood glucose event that involved the paramedics. The current blood glucose reading is 133 mg/dl. The paramedics were called to treat a blood glucose of 20 mg/dl. Customer was unconscious and sister called paramedics. Customer refused to be transported to the hospital. Nothing further reported.

Manufacturer narrative:
Blank display due to corroded electronics assembly. The insulin pump had corroded motor home switch. Unable to perform functional test including displacement, prime, basic occlusion, occlusion and no delivery tests due to blank display.